Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. The fse also discovered that the pneumatic interface module was failing the safety disk leak test. The lcd display assembly (0160-00-0127) and pneumatic interface module (d997-00-1178) were replaced, and all work was completed under maintenance so# sa00160008. The unit passed all funcional, calibration and safety tests in accordance with the manufacturer's specifications. The failure analysis and testing dept. Performed a visual inspection and observed part number 0160-00-00127 assy, display top lcd, rohs serial number (B)(6) had two circles on the display one in the upper right -hand corner and one in the lower right- hand corner. The two circles are indicative of a damaged display. Please see attachment. Part number 0997-00-1178 pneumatic module assy, rohs serial number (B)(6) was observed in good condition. Please note: part number 0997-00-1178 pneumatic module assy, rohs serial number (B)(6) was sent back without the safety disk part number 0202-00-0140. The fat dept. Supplied a safety disk. The failure analysis and testing dept. Installed part number 0997-00-1178 pneumatic module assy, rohs into the cardiosave test fixture and tested the pneumatic module to factory specifications per procedure d016 revision f and the cardiosave service manual. The fat dept. Performed the all manifold test. The pim passed all testing. The fat dept. Could not replicate the complaint of the pim failing the leak test. Probable cause of the pim failing is the safety disk which was not sent back with the pim. Retaining the parts in the fat dept.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (component codes).

Event description:
It was reported by fse that during pm the cardiosave intra-aortic balloon pump (iabp) had the pim failing the safety leak test and the lcd display had 2 round circles on the bpm and #2 battery icon. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.